Event description:
It was reported that this right atrial (ra) lead exhibited high captured thresholds. Subsequently, a revision procedure was performed and this ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.